Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm. The usm was installed on an in-house eft system, programmed to custom software, and powered on normally with no issue. The system was hard power cycled and booted up normally with no error code present and all blue leds on. An in-house endoscope was installed, sine performance test was conducted, and usm clutches were checked. No issue occurred during these activities. System was power cycled with instruments and accessories on and powered on normally with no issues. Idled the system in normal mode for an hour with no error codes appearing. The usm was swapped over to a different arm (arm4 to arm3), but no errors appeared. Error 23087 was not present in the error logs.

Event description:
It was reported that during a da vinci-assisted radical cystectomy surgical procedure, or staff called technical support stating arm4 had stapler instrument installed and was getting "disabled" message. Or staff stated the surgeon successfully fired stapler instrument once in arm4, then system faulted. Technical support engineer (tse) viewed onsite logs, found error 23087 pointing to arm4. Or staff cycled system power and reseated drapes, fault returned on system power up. Tse asked or staff to follow system prompts to disable arm4 and informed that only arm1, arm2 and arm3 were available. Or staff stated all other da vinci systems were in use. The procedure was continuing as planned with no reported injury.

Manufacturer narrative:
The root cause of the reported event is attributed to the carriage isa assembly and dof 5-9 rotors.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) was escalated for advance failure analysis. The failure was confirmed by the advanced failure analysis engineer for repeated error 23087. The 23087 error was not able to be replicated on an in-house system during normal mode or sine cycle. The carriage was opened and small amounts of debris were found on the rotor mirrors. No damage was found on the any of the cables and all cables were seated properly. The rotor mirrors were checked for debris/contamination under the microscope. Debris was found on the degree-of-freedom (dof) 5/7/9 windows and dof 7/9 rotor mirrors. Debris of this size is known to be a potential cause of intermittent 23087 errors depending on if it blocks the sensor.

Event description:
Refer to h10/h11 for follow-up information.